Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 lot number 01l1300435 investigations did not show issues related to complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clips are not loading normally and falling from the applier. The patient's condition was reported as fine.